Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cautery would not retract into the cannula . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood were observed on the bisector. The bisector was intact and showed no visual signs of defect. The cannula was not returned for evaluation. A mechanical evaluation of the hemopro bisector blade slider on the bisector was conducted. The switch was able to advance and retract the blade with no resistance. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cautery would not retract into the cannula . A replacement device was used to complete the procedure. The hospital did not report any patient effects